Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 278mg/dl. The customer did not feel well and was throwing up. The customer stated that she had a shot in the arm because her blood glucose was not dropping and it was going higher. Troubleshooting was performed. The customer mentioned having a no delivery alarm during basal the night before and the issue was resolved by changing the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.